Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one device and one reload. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned devices. Visual inspection of the instrument noted no abnormalities. The proximal end of the reload was broken. Additionally, the articulation rod was bent. Functionally, the instrument successfully, clamped, cycled fully, opened and unloaded repeatedly without difficulty. Functional testing of the reload could not be performed due to the noted damage. A review of the device history records indicates each device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Replication of the damaged reload adapter may occur due to over flexure of the reload while attached to the instrument.

Event description:
According to the reporter, during a vats lobectomy, the connection point where the reload meets the stapler was very flexible. It was noticed as the surgeon was trying to place the jaws around the artery. No current patient issues. No patient injury or hazard. There was user involvement. There was no user injury or hazard. There was no unanticipated tissue loss. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. No device fragment fell into the patient cavity. To correct this condition a new stapler and reload was opened to complete the case. There was not reinforcement material used.